Manufacturer narrative:
A sample has been returned and in-house testing is in progress. The customer's complaint history was reviewed for the period of 04/12/2010 through 04/12/2011; this is one of 6 complaint reports relating to 3426 smc and blockage. The DHR and lot complaint history could not be reviewed as the customer did not know the lot number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported during a procedure, a system message was displayed and then the system locked. Additional info was received from the svc tech reporting after receiving the system message, the system was switched out and the procedure was completed. The back of the cassette was reported to have been wet. There was no pt impact reported. This is the first of three reports being filed for this facility.